Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned drill confirmed the device exhibited signs of use (nicked/dinged) and striations were found on the collar. Dimensional analysis determined the device was conforming with specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device had a field age of greater than seven (7) years and exhibits signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ drill.

Event description:
It was reported that a metal pieces fractured off of a patella/femoral drill during surgery. While using the patella/femoral drill to drill patella holes through the drill guide, the metal of the drill was wearing off. The surgeon reported this and switched to another drill. No metal pieces contacted or remain in the patient. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h4, and h11.

Event description:
No further event information available at the time of this report.